Event description:
In 2009, the reporter contacted lifescan (lfs) alleging that the lay patient's one touch ultra 2 meter read inaccurately high. The medical surveillance specialist (mss) classified the complaint based on the initial information the reporter gave to the customer service representative (csr). The reporter said he helps the patient with testing her blood glucose and taking insulin shots. He said about one week before he called lfs, the patient tested herself with the subject product and obtained a reading of 299 mg/dl at about 6:00 pm. Based on that reading, the reporter gave the patient 40 units of 70/30 insulin. During the night, at about 1:00 am, the patient became "sick". The reporter said he had to take care of the patient all night by giving her juice, bananas and other supplemental food as treatment. Due to the incident noted above, the reporter said he did not give the patient extra insulin when the patient obtained a reading of 295 mg/dl. Instead, he tested the patient with another meter, obtained a reading of 140 mg/dl and treated the patient based on the 140 mg/dl reading. He said the patient was fine afterward. The csr walked the reporter through 2 control solution tests. Both results, 136 and 139 mg/dl, were outside specifications (101-135 mg/dl). The csr replaced the patient's products. This complaint is reported because the reporter (patient's caregiver) alleges that the patient was treated with insulin based on an inaccurately high reading on the lfs product. As a result, the caregiver claims that he gave the patient too much insulin, she became sick, and had to be treated with supplemental food and beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.